Manufacturer narrative:
11/13/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a gallbladder procedure. Reportedly, the clips did not advance. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.